Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three years four months post filter deployment, the patient presented for filter retrieval secondary to a pulmonary embolism. At the time of retrieval, it was noted the filter had a minor tilt and a detached tine that was not retrievable. Therefore, the investigation can be confirmed for filter tilt and limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2014); (manufacturing date: 04/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that a filter strut remains endothelialized in the wall of the plaintiff¿s inferior vena cava. Additionally, the patient experienced a pulmonary embolism post filter deployment. The filter strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and ten months later, the patient presented with history of abdominal pain. An x-ray obtained which showed inferior vena cava filter was seen superimposed over the midline of l1. After four months, the patient history was reviewed which was obtained previously. As noted, the patient has a recurrent history of deep vein thrombosis/pulmonary embolism and underwent retrievable inferior vena cava filter placement with a bard filter in previous. This was never retrieved and subsequently had a pulmonary embolism in spite of inferior vena cava filter. The patient presented with hopes of inferior vena cava filter retrieval. Standard plain film abdominal x-ray demonstrated what appears to be a well centered filter. Unfortunately, when analyzed under fluoroscopy, there appeared to be a minor time that was fractured already and pointing cranially. Then discussed with patient prior to attempted retrieval at that time the risk of possible distal embolization, potentially to the heart or lungs. Then it was able to successfully snare the hook of the filter and retrieve it. Analysis of the filter ex vivo confirmed absence of a single minor tine. Repeat fluoroscopy demonstrated the fractured minor time remained in situ, likely endothelialized in the wall of the inferior vena cave. To ensure this was true, attempted to grab either end with urologic forceps, however this was only successful in grabbing surrounding tissue. Fairly confident that it was truly endothelialized, then aborted any further attempt as this was absolutely the best-case scenario for this fracture time. After review of the angiography and assurance of the patient's stability, the catheter was withdrawn from the sheath and pulled. Venous sheath. A peripheral finding showed that inferior vena cava free of thrombus; bard filter with minor tilt and with a clearly fractured minor tine. Therefore, the investigation is confirmed for the alleged filter detachment and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 03/2014), h4 (manufacturing date: 04/2013), g3, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached and tilted with the filter becoming embedded in the inferior vena cava wall. Furthermore, it was alleged that a filter strut remains endothelialized in the wall of the inferior vena cava. Additionally, the patient experienced a pulmonary embolism post filter deployment. The filter strut has not been removed after an attempted but unsuccessful percutaneous removal procedure. The device was removed percutaneously. The current status of the patient is unknown.